Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: outcomes with first- versus second-generation drug-eluting stents in coronary chronic total occlusions (ctos)

Event description:
It was reported through a research article identifying the abbott xience drug eluting stent (des) that may be related to a major adverse cardiac event (mace) of death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: outcomes with first- versus second-generation drug-eluting stents in coronary chronic total occlusions (ctos). No additional information was provided.